Event description:
The user facility reported that the involved angio-seal device anchor deployment was unsuccessful. The anchor and plug remained in the sheath, despite the correct angle, absence of plaque, and non-obese. It is known that the anchor may stay in the sheath under certain conditions such as antegrade puncture, in obese patients, with a steep insertion angle, and when plaque is present on the artery's back wall. The patient underwent various procedures ranging from angiography to stenting before the closure device was used. A sheath size of less than 6 french was utilized. No difficulties were encountered during arterial access or the insertion of the sheath, guidewire, or catheter. Ultrasound was used instead of a pre-deployment angiogram for both insertion and closure. The only issue reported was with the deployment of the anchor in the artery. No additional equipment was used alongside the product. The patient's condition remained stable, and hemostasis was achieved through manual compression. Patient demographics are not disclosed due to government regulations, but they are described as nonobese with 'squeaky clean arteries'. Additional information was received on 25 jul 2024: there has been no report of significant blood loss (no more than a few cc, certainly less than 250cc).

Manufacturer narrative:
A1: patient identifier: cannot be given due to government regulations. A2: age & date of birth: cannot be given due to government regulations. A3a: sex: cannot be given due to government regulations. A3b: gender: cannot be given due to government regulations. A4: weight: nonobese . A5: ethnicity: cannot be given due to government regulations. A6: race: cannot be given due to government regulations. B3: date of event: requested, unknown. D6a: implanted date: device was not implanted. D6b: explanted date: the device was not explanted. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. However, the suture broke during deployment testing, and only the anchor and collagen deployed from the device. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).